Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that surgeon prepared the fibula through to the tibia in standard fashion with 3.2 drill bit. He advanced the above screw through a sps small frag one third tubular plate. The screw was slightly angled. Upon advanced of the screw with the sps screw driver, the screw scraped against the plate screw hole and a thin thread of titanium began peeling off of the outer surface of the screw threads. The screw and the fragments are being returned. I explained to the surgeon that we cannot recommend using the basic frag screw in the small frag plate. He replied he knows this full well and has done so in the past with other mfrs implants without this happening, and this is a common well accepted method of fracture fixation in the distal fibula.